Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "a left side deflation."

Event description:
Healthcare provider called to report a left side deflation and bilateral exchange of textured devices due to patient's concern with product. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken plug strap, crease flat and opening on posterior. Leak test and microscopic analysis was performed which identified: striated opening posterior and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening assessed as surgical damage. Sharp pattern on plug strap of broken device assessed as an unidentified (tear) opening.

Event description:
Healthcare provider called to report a left side deflation and bilateral exchange of textured devices due to patient's concern with product. This record is for the left side. The device has been explanted.